Event description:
It was reported that a peritoneal dialysis (pd) patient experienced cloudy effluent, abdominal pain and fever. It was not reported if the patient was admitted to the hospital. Treatment and outcome were not reported. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). In (B)(6) 2014, the patient experienced cloudy effluent, abdominal pain and fever. The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).